Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that coronary artery restenosis occurred. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, the index procedure was performed. The 90% stenosed, 20.0x2.5mm, de novo, eccentric, type c, diffused target lesion was located in the bifurcation area of a mildly calcified and mildly tortuous mid circumflex artery. The physician treated the lesion with direct stent placement using a 2.25x24mm promus element¿ plus stent at 6 atmospheres and was successfully implanted. One day post procedure, the patient was discharged. In (B)(6) 2016, a coronary artery restenosis was noted in the distal circumflex artery. Percutaneous coronary intervention (pci) was then performed. One day post procedure, the patient recovered from the event.